Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a (B)(6) male pt, the device lost capture of the pt's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. Please reference medwatch 1220908-2013-00337 for the second defibrillator used during this pt event.